Manufacturer narrative:
Concomitant medical products: 694765, lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. It was further reported that the atrial lead position check failed and all atrial therapies were disabled by the device. No patient complications have been reported as a result of this event.